Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 6 cm diameter thoracic aortic aneurysm. It was reported that on during the tevar procedure, the valiant stent graft was inaccurately delivered covering the left carotid artery. The cause of the event was due to a previous tag graft that was in place along with an elephant trunk. Due to the poor position of the gore graft, the valiant stent graft got stuck against the gore. The physician then snorkeled the carotid artery with a 9mm atrium stent successfully restoring flow. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of several still angio images confirmed that gore stent graft was implanted just distal to the lsa near the end of the arch. The proximal end of the gore stent graft is perpendicular to the arch. A valiant stent graft is seen partially deployed proximal to the gore. The bare spring is retained within the tip. Post-deployment images were not returned. The cause of the inaccurate delivery appears likely related to the poor position of the gore device within the angulated arch.